Event description:
It was reported that the right ventricular lead exhibited an impedance jump of more than 800 ohms and loss of capture. A chest x-ray indicated possible clavicular crush. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.